Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29july2019. The product support engineer (pse) replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. An fi test data acquisition (da) pcba and an oxygen solenoid valve were installed to the gas delivery system (gds) assembly and the gas delivery system (gds) assembly was installed in the fi test ventilator. Root cause: the defective u1 on the airflow sensor pcba created the airflow and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the product support engineer (pse) noted that the device failed the airflow accuracy test performance verification test (pvt) test five (5) failed at the zero standard liter per minute (slpm) setting. The customer reported there was no patient involvement.